Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that, after moving, the patient¿s new healthcare provider (hcp) had wanted to perform a dye study to make sure the pump and catheter were working. Following the dye study, the patient was told that everything was fine with the system and the hcp decided to program a 15% increase to her daily dose and add an extra bolus for 10:30pm. It was noted that there had been three manufacturer representatives present during the dye study and subsequent programming. The reporter also stated that, following the completion of the dye study, the patient had not felt well. The hcp told the patient to monitor her blood pressure when she went home. On the way home, the patient had stopped at a restaurant. She had continued to feel worse and the last thing she remembered was leaving the restaurant. It was indicated that the patient had been unresponsive and her blood pressure had gradually increased to a very high level. The patient was brought back to the hcp¿s office and was given benadryl. When the patient did not get any better, she was sent to the hospital. The emergency room (ER) doctor stated that the patient was having an overdose. Upon contacting the managing hcp, the ER doctor was instructed to put a magnet over the pump. Later, the managing hcp arrived and programmed a 10% decrease for the pump and took off the programmed boluses. It was reported that it was unknown if a procedural issue had caused the problem. The reporter suggested that the hcp was covering something up. It was stated that the hcp had asked if the patient had taken any additional medications and stated that a dye study could ¿blow out clots or scar tissue from the catheter¿ which ¿opens it up completely¿. The hcp also stated that there must have been a ¿hole¿ in the catheter, despite previously stating that the catheter was fine after the dye study. The reporter stated that the patient was looking for a second opinion on the pump as she had not had any problems with the pump before moving. There were five months remaining until the elective replacement indication would occur and the patient would need a new pump. She was considering changing doctors or might just stop using the therapy. It was also noted that the patient had a refill appointment scheduled for the day following report. It was indicated that, prior to moving, the pump was refilled every five to six months, but the drug would only last three months since moving. The device system was used to deliver baclofen. Two days later, it was reported that the issue with the pump or catheter was unknown.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider later reported the medication used within the system was unknown baclofen. The cause of the event was a "possible effect from a baclofen bolus". The drug effects were noted to be sedation, blurred vision, and numbness and tingling in the bilateral upper extremities and mouth. On (B)(6) 2013 a magnet was used to suspend therapy. The patient's symptoms subsided and the magnet was removed on the same day. The patient did not require hospitalization. Their outcomes were noted to be without injury and they recovered without sequelae. The patient later reported that they were still having concerns with their device or therapy, but they had not sought further help.